Event description:
During a platelet pharesis procedure a donor was reported to have swelling and pain from hematoma. Three days later they contacted the donation center and reported the pain was increasing. They were admitted to a hosp for one night and discharged the next day. About one week later they were admitted to the hosp again. It was report that there was an infection at the hematoma site.